Event description:
Customer reported to beckman coulter, inc (bec) that there was a clenz puddle under the coulter lh 750 hematology analyzer dripping down to the floor after shutdown. Customer reported that the rinse trough has come off. Customer reported that the volume of the leak was about 4 ounces. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the rinse trough was broken on the probe wipe assembly. The fse replaced the probe wipe assembly.

Manufacturer narrative:
Evaluation: results: rinse trough. (B)(4).